Manufacturer narrative:
On 02-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Concerned there's a piece of this tampon inside of me [foreign body in reproductive tract]. Upon removing the tampon... It appears to have a very large piece out of it [device breakage]. Consumer called stating that upon removing the tampon she placed last night, it appeared to have a very large piece out of it. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Concerned there's a piece of this tampon inside of me [foreign body in reproductive tract], upon removing the tampon... It appears to have a very large piece out of it [device breakage]. Case description: consumer called stating that upon removing the tampon she placed last night, it appeared to have a very large piece out of it. No serious injury was reported.